Event description:
Case description: since last submission the case has been updated with the following expected date of fu extended by 30 days further investigation updated narrative updated accordingly

Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycaemia for 3 to 4 days [hyperglycaemia], plunger would not move and appeared to be broken [device issue], novopen echo is no longer functioning, insulin could not be injected [device malfunction]. Case description: this serious spontaneous case from france was reported by a consumer as "hyperglycaemia for 3 to 4 days(hyperglycaemia)" with an unspecified onset date , "plunger would not move and appeared to be broken(device plunger issue)" with an unspecified onset date , "novopen echo is no longer functioning, insulin could not be injected(device malfunction)" with an unspecified onset date and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", nn unspecified needle (non codable) from unknown start date for "device therapy", the patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes (duration not reported), thyroid goitre. Concomitant medications included - fiasp(insulin aspart), lantus(insulin glargine). Since an unknown date since 2024 patient had had novopen echo for over a year. Since an unknown date novopen echo was no longer functioning. As a result, they experienced hyperglycaemia for 3 to 4 days, with blood glucose (blood glucose ) levels reaching up to 5 g/l. They felt extremely tired during this period. They reported that the plunger would not move and appeared to be broken, as the insulin could not be injected. They were unable to remove the plunger from the body of the pen. There had been a drop: the pen fell out of their pocket, and after this incident, the plunger stopped working. It had been since that day that the plunger had been broken. Batch numbers: novopen echo: has been requested nn unspecified needle (non codable):has been requested. Action taken to novopen echo was reported as unknown. Action taken to nn unspecified needle (non codable) was reported as unknown. The outcome for the event "hyperglycaemia for 3 to 4 days(hyperglycaemia)" was unknown. The outcome for the event "plunger would not move and appeared to be broken(device plunger issue)" was unknown. The outcome for the event "novopen echo is no longer functioning, insulin could not be injected(device malfunction)" was unknown. Reporter's causality (novopen echo) - hyperglycaemia for 3 to 4 days(hyperglycaemia) : unknown . Plunger would not move and appeared to be broken(device plunger issue) : unknown. Novopen echo is no longer functioning, insulin could not be injected(device malfunction) : unknown . Company's causality (novopen echo) - hyperglycaemia for 3 to 4 days(hyperglycaemia) : possible . Plunger would not move and appeared to be broken(device plunger issue) : possible . Novopen echo is no longer functioning, insulin could not be injected(device malfunction) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.